Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(6). At 10:41 a.m., the patient had a meter result of 4.6 inr. At 10:44 a.m., the patient had a meter result of 3.4 inr. At 12:09 p.m., the patient had a meter result of 4.7 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.